Manufacturer narrative:
One unused device was returned for evaluation. The device was visually inspected and the manufacturer seal was found to be missing. The complaint is confirmed. The root cause of this failure is operator error. A corrective action has been opened to address this issue. The device history record was reviewed and no exception documents related to this failure mode were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that the received package was not sealed. The defect was found during the customer's incoming inspection. The device was not sent to a user facility.